Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. During troubleshooting with tandem technical support, customer understood that the safety feature is related to no interaction with the pump for an extended period of time. There was no reported impact ot customer's blood glucose level.